Event description:
It was reported that the patient experienced inadequate stimulation and had spasm in the left flank. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facility policy.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.